Manufacturer narrative:
Follow up #1, date of submission 04/02/2014: reporter called animas back to report that the display was so dim that it couldn't be read safely. No additional information was provided.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging a dim display issue. The reporter stated that the display screen was scratched and that it appeared faded on the highest contrast setting. The reporter denied trauma and exposure to moisture to the pump. There was no reported adverse event associated with this complaint. This complaint is being reported because the issue remained unresolved.